Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic operating console had aspiration failure occurred in extrusion mode. Procedure was completed using the same console. Patient impact were not reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
The company representative resolve the issue remotely with the customer. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance to ensure that the product was manufactured in compliance with the device master record. Based on quality assurance assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).